Event description:
A health care professional reported that patient "descended into a severe hypo(glycemia) because he injected himself with 25 units of insulin twice in less than 1 hour, based on the advice of the freestyle insulinx in easy mode", patient was at his own house. It was further reported that patient had a loss of consciousness, was taken to the hospital in an ambulance, was diagnosed with hypoglycemia and received unknown treatment. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated. The complaint is not confirmed and no new issues were observed. A review of the meter's log was performed. The returned meter performed correctly and in accordance with the software specifications.